Event description:
It was reported the valve was explanted 10 years postoperatively due to pannus formation. During the implant procedure of this valve, the papillary muscle was preserved and sewn to the sewing cuff of the valve where the tissue was present. The patient has a history of rheumatic heart disease. After the valve was removed, a 27mm biocor (model and sn unknown) was implanted. Additional information has been requested.